Event description:
It was reported that while aspirating the quadrants, the surgeon noticed that the pieces were not coming easily and suddenly there was more vacuum, and the sac was caught causing the capsule to break. Reportedly there was incision enlargement, vitrectomy performed and implantation of an ar40e 21.0d instead of an eyhance optic capture. There was delay in procedure of 15 minutes. No medications were prescribed. Additional information was received and it was learnt that patient was doing well and was implanted with an ar40e as bag ruptured instead of a enhance. Patient was seeing well next day at distance 20/25. Product was not returned, no further information provided.

Manufacturer narrative:
Additional narrative information: patient weight: unknown. Phone number: (B)(6). A review of the records related to this equipment that included labeling, manual, and risk documentation reviews was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product quality deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.